Manufacturer narrative:
This part is distributed as a pack of four set screws with part# 5540030. This part is not approved for use in the us, however a like device with part# 5540030, (B)(4), 510k# k113174 is approved for sale in the us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, patient presented with ankylosing spinal disorder underwent posterior fusion at levels th10- iliac after an oblique lumbar interbody fusion surgery. Intra-op, burrs occurred during final tightening of the set screw. Therefore, a counter was taken out. The set screw was replaced. No patient complications were reported as a result of the event.